Event description:
Patient reported being diagnosed with thyroid cancer. Patient reported a left side deflation. Healthcare professional confirmed left side deflation. The event thyroid cancer is not considered device related. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and thyroid cancer.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack and delamination of the valve leak test and microscopic analysis was performed which identified: opening crack, delamination partial of the valve, creases fold and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial (50%) of the valve. (Adhesive failure)

Event description:
Patient reported being diagnosed with thyroid cancer. Patient reported a left side deflation. Healthcare professional confirmed left side deflation. The event thyroid cancer is not considered device related. The device has been explanted and replaced.